Manufacturer narrative:
On 25 may 2016 the (B)(4) project manager performed a visual inspection of the retrieved screw and commented as follows: during the visual inspection, it was observed that the screw head was broken at the base, 3 out of 4 prongs were broken. Only one broken prong was available. The screwdriver was not available for investigation.

Manufacturer narrative:
On 08 april 2016, the r&d project manager performed a preliminary investigation and commented as follows: based on the event description as well as the failure mode observed in the pictures,we realized that it was really struggling to advance the screw in the bone, probably because of the combination of one or more factors like hard bone, higher trajectory as well as screw off-centre. It was stated that the cortex was opened with the awl itself, but tapping was not done. Probably the usage of the tap would have helped to reduce insertion force. We are investigating on the development of a new screwdriver to rigidly fix the screw with the driver. This solution could potentially improve the resistance of the interface which is weak in such a situation. On 08 april 2016, the medical affairs director performed a clinical evaluation and commented as follows: there is no clinical consequence, nor clinical cause, for this complaint. The only clinical effect was a 2-3 min delay in surgery time. Batch review performed on 13 april 2016: lot 141365: 64 items manufactured and released on 22 october 2014. Expiration date: 2019-06-30. (B)(4). To date, no similar events have been already reported on items of the same lot. Not yet received.

Event description:
The surgeon was turning the screw and, before the screwhead was sunk in the plate, he could hear a crack. The surgeon removed the screwdriver and saw that 2 teeth were broken off. He saw that the lips of the implant also were broken. The surgeon removed the central screw and he removed the broken screw with the locking screw extractor. The surgeon used a new package of the same variable self-drilling screw of 4mm x 16mm. This went in without problems. The surgeon lost 2 - 3 minutes in surgery to remove the broken screw.

Manufacturer narrative:
On 15 june 2016 it was prepared a final report with the information already submitted in the previous reports. On 12 july 2016 the report was sent to the initial reporter and the case was closed.